Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product experienced some irritation at the implant site. Also, the physician was concerned with the potential for erosion. The device was reimplanted subpectorally. The field representative confirmed that no infection was present at the time of the pocket revision, only some irritation at the implant site. Approximately two months after the pocket revision, this product was explanted due to pocket infection. There was no report of adverse patient effects due to the explant procedure.